Manufacturer narrative:
H.6. Investigation summary: it was reported the needles do not allow air or medication to flow through. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed with the sample. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; this needle is clogged. Although this sample was not received with a packaging blister. It was noted the other packaging blisters received were opened by pushing the hub through the packaging top web. This is a potential source of foreign matter that can induce clogged needles. The packaging blister should be opened by pulling the bottom web from the top web. A device history record review was completed for provided material number 305106, lots 3055902 and 3055903. There were no related quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 of the bd conventional needles are not allowing air or medication through. The following was received from the initial reporter: verbatim: he needles are not hollow all the way through and do not allow air or medication to ¿flow¿ through needle. We have poked patients, not been able to inject and then have to risk a potential needle stick as we have to take used needle off and put another needle on the syringe.

Event description:
It was reported that 20 of the bd conventional needles are not allowing air or medication through. The following was received from the initial reporter: verbatim: he needles are not hollow all the way through and do not allow air or medication to ¿flow¿ through needle. We have poked patients, not been able to inject and then have to risk a potential needle stick as we have to take used needle off and put another needle on the syringe.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3055902. D4. Medical device expiration date: 31mar2028. H4. Device manufacture date: 02feb2023. D4. Medical device lot #: 3055903. D4. Medical device expiration date: date: 31mar2028. H4. Device manufacture date: 02feb2023. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.